Event description:
Customer reported that for the past 3 years he had several hospitalizations due to either low or high blood glucose. Customer stated that he has medical issues that prevent him from eating. Customer stated that when his blood glucose drops he passed out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.